Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device parts and the reported incident. A visual inspection was performed and it was noted that the unit was received disassembled. No traction weight cord was included. The positioning lock handle was bent. A functional evaluation was performed and it was noted that the positioning lock handle was seized and could not be rotated. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include cross threading of the positioning lock onto the mounting post. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the shoulder holder locking handle is bent, it does not tight. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.